Manufacturer narrative:
Citation: murray et al. Procedural results with the self-expanding 31¿mm corevalve aortic bioprosthesis in patients with large annuli. J interv cardiol. 2014 apr;27(2):191-8. Doi: 10.1111/joic.12090. Epub 2014 jan 16. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural results with 29 and 31 mm corevalve transcatheter aortic valve im plantation (tavi). All data were collected from a single center between august 2011 and august 2013. The study population included 104 patients (predominantly male, mean age 81 years), all of which were implanted with a medtronic corevalve transcatheter bioprost hetic valve. No serial numbers were provided. Among all patients, 8 deaths occurred within 30 days of implant. One patient died of annulus rupture after post-dilation in a heavy calcified valve. No further details were provided. Based on the available information, medtronic product may have caused or contributed to this death. The other seven deaths were due to retroperitoneal bleeding (2), intra-abdominal bleeding (1), sepsis (1), cardiogenic shock (1), respiratory failure due to pneumonia (1), and electromechanical dissociation (1). No further details were provided. Based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: malposition or embolization during valve placement, significant paravalvular leakage due to deep implantation or valve dislodgement requiring a second valve, major stroke, major vascular complication, arrhythmia (atrio-ventricular block, left bundle branch block, asystole, ventricular tachycardia) requiring permanent pacemaker or implantable cardioverter defibrillator (ICD) implant. Mean time between procedure and permanent pacemaker implantation overall was 5.5 days. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.